Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 332226, mfd. 01/20/15, exp. 2020-01-20, gtin: (B)(4); 2nd (second): ifuse implant, p/n 7040-90, lot# i0a23, mfd. 06/11/14, exp. 2019-06-11, gtin: (B)(4); 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0a21, mfd. 06/06/14, exp. 2019-06-06, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were installed. The patient later reported no pain relief and requested that all the si joint implants be removed. The surgeon did not indicate that the implants were loose or malpositioned but removed them at the patient's request. In (B)(6) 2019, the surgeon removed the implants using chisels as they were solidly fixed in bone. The status of the patient following the revision procedure is not known.